Event description:
It was reported that(1) device was used during a hemorridectomy. It was reported by the affiliate that the pph01 instrument did not close the wound well. After 30 minutes, the pt had a hemorrhage and the surgeon had ato reoperate and close the wound by a continuous suture. The hemmorrage was not too severe to require a transfusion, but the hemoglobin reached the value of 8. The pt had a extended hosp stay of 4-5 days. The hosp is not returning the device. 07/06/2000, affiliate responded: the device functioned well during and the staples were present. Some were malformed. The anastomosis was leak checked, but it is not known by what method. It is unknown how the pt is at this time.